Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through performing a pump reset. After the reset, the cgm error did not reappear, and the customer successfully began a new sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.